Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope had a bonding cardan rubber issue. The issue was observed during maintenance and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the acoustic lens was damaged, and a piece of the probe unit was missing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the lock engagement lever the up/down knob could not be locked securely, the grip had discoloration, the scope body had discoloration, the suction cover had discoloration, the switch box had discoloration, the up/down and right/left knobs both had discoloration, the scope connector had discoloration, due to deformation of the suction cylinder the suction valve could not be connected smoothly, the zoom connector had a scratch, the acoustic lens was chipped and scratched, the objective lens had a scratch, the adhesive on the bending section cover rubber had a crack, the connecting tube had coating peeling, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to deterioration of the braid of the bending tube the tightness of the braid had become uneven, due to deformation of the ultrasonic cable the water tightness was lost, the ultrasonic cable was deformed, and the ultrasound connector case had discoloration. Based on the results of the investigation, the root cause could not be determined. Since the subject device was manufactured over 15 years ago, its device history record could not be checked. Labeling review: not applicable because we could not determine if the phenomenon occurred due to the handling methods of users. Olympus will continue to monitor field performance for this device.